Event description:
The reporter stated that the pump was set to deliver 3cc/hr for 2 hours. The pump alarmed infusion complete however no fluid had infused. The patient's glucose dropped but not significantly. The rn noted precipitate in the line at that time. The hospital's pharmacy confirmed that the solution infusing is likely to precipiate out of solution.